Event description:
It was reported that there was "sensing issues" and undersensing observed in the right atrial lead. The sensitivity was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 5092 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.